Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan, a type iii junction endoleak was observed between the talent cuff and bifurcated stent graft. Per the physician, at index procedure there was no aortic neck angulation. Currently, the aortic neck angulation is 40 degree due to disease progression resulting in elongation of the aortic neck. A secondary intervention was done and the physician implanted two 36x36x70 cuffs, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.